Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort as his inflatable penile prosthesis (ipp) eroded and lost fluid. A replacement surgery was performed and upon removal a cylinder break was observed. All components were removed and replaced. The patient is expected to fully recover.